Event description:
It was reported that within a few months of a device replacement, the patient alert sounded, and the lead exhibited high impedances and noise. The noise was reproducable when the physician manipulated the pocket. The pocket was opened, and the lead was tested visually and electronically, and no problems were seen. A connection issue was suspected. The lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Std review - lead integrity alert triggered: 1 - patient alert for lead failure predictor on (B)(6)-2011 10:17:44. Sensing - oversensing: 1 - ventricular nst=180 ms on (B)(6)-2011 10:13:48. 5 - lfp high rate-ns <= 212 ms average v-cycle between (B)(6)-2011 19:26:03 and (B)(6)-2011 10:31:00. Impedance - high resistance/impedance: 2 - patient alerts for out of tolerance subthreshold lead impedance on (B)(6)-2011 09:00:18 and (B)(6)-2011 21:00:09. Weekly pace lead impedance trend data shows an abrupt increase for max ventricular pace bi impedance = 589 to 4047 ohms peak between (B)(6)-2011 and (B)(6)-2011.